Event description:
It was reported that the item broke in half during surgery. No broken piece was left in the patient and no harm to the patient was recorded. No injury or revision surgery reported. Backup available.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.